Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7071642; product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7071614.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to explant two leads due to an unknown reason. The implantable pulse generator (ipg) remains implanted and in service. The patient is expected to have a full recovery. All explanted devices were retained by the medical facility.